Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips remote service engineer (rse) inspected the system remotely and confirmed that there was no x-ray. Analysis of the system log file showed that there was an issue with the ippc. During troubleshooting, the rse confirmed the ippc issue. The rse instructed the distributor to replace the ippc. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that allura system was not able to do x-ray and fluoroscopy. No harm was reported to philips. It is unknown if the device was in clinical use at the time of event. Philips has started an investigation of this complaint.